Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the guidewire was unraveled. There was an issue with the curvature/shape of the stylet/guidewire. There was blood on the stylet/guidewire. Visual analysis of the guidewire indicated damage during use. The analyst noted the guidewire was returned without the packaging. The distal tip of the guidewire is unraveled at 106 cm. The distal end of the guidewire is curled. There is blood on the guidewire at 106 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the tip of the guidewire was noted to be twisted/curled and the physician was unable to insert the guidewire into the lead. The guidewire was not used. Subsequently, the guidewire was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.